Event description:
The physician observed that the biopsy handle was cracked and leaked co2. The biopsy was completed with this handle but the complaint did not get a good sample. Test showed the lump to be benign, however, the patient was scheduled to undergo surgery to remove the lump, as it was not certain whether the sample was a good enough sample.